Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and not returned with the blade tip intact and not broken off as reported by the customer. As a result of the clamp arm detachment, the tube assembly was distorted. The blade tip was inspected and was 100% present. The tissue pad could not be inspected due to the clamp arm was not returned and the tissue pad is embedded to the clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a thyroidectomy procedure, the blade was broken and part fell into patient but could be removed. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.